Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4, a mean pressure gradient of 2mmhg, and a posterior leaflet length of 12mm. A mitraclip xtw (50205r2089) was inserted, and grasping was performed. However, the pressure gradient increased to 9mmhg. After the leaflets were ungrasped, the gradient returned to beseline. The clip was removed and replaced. A mitraclip nt (50305r1009) was then inserted, and grasping was performed, but the mean pressure increased to 7-9mmhg, and it was observed that one gripper would not lower. A decision was made to remove the clip and discontinue the procedure. After the leaflets were ungrasped, the pressure gradient returned to baseline. The nt clip was removed, and the procedure was discontinued with no clips implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult single gripper actuation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult single gripper actuation could not be conclusively determined. The reported mitral stenosis was likely related to a combination of patient condition and procedural conditions (stenosis observed after leaflets grasped during procedure). The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 types of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusions not yet available.

Manufacturer narrative:
Na.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4, a mean pressure gradient of 2mmhg, and a posterior leaflet length of 12mm. A mitraclip xtw (50205r2089) was inserted, and grasping was performed. However, the pressure gradient increased to 9mmhg. After the leaflets were ungrasped, the gradient returned to beseline. The clip was removed and replaced. A mitraclip nt (50305r1009) was then inserted, and grasping was performed, but the mean pressure increased to 7-9mmhg, and it was observed that one gripper would not lower. A decision was made to remove the clip and discontinue the procedure. After the leaflets were ungrasped, the pressure gradient returned to baseline. The nt clip was removed, and the procedure was discontinued with no clips implanted. There was no clinically significant delay in the procedure.